Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated during his first night using the cycler and during dwell 3 the patient received an "m31 air detected in cassette" alarm. The pd patient checked the setup and could find nothing loose. Treatment was cancelled and a fluid leak was found when the cycler cassette door was opened. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient reported the issue to the clinic and confirmed there was no patient injury or adverse event. The pdrn stated the patient reported a fluid leak from the cassette area after receiving several cycler alarms during dwell 3 and cancelling treatment. Per pdrn the fluid leak was noted when opening the cassette door and indicated it was unknown what may have attributed to the leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn no prophylactic medication was provided to the patient and no adverse event occurred. The patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy.

Manufacturer narrative:
The cycler was returned for investigation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The reported symptom code fluid leaking and m31 air detected in cassette warning were confirmed with testing. A simulated treatment was run and received m31 air detected in cassette warning alarms. Observed patient sensors were not functioning properly and it was found the hpf filter 1 was clogged. The cycler was put through fluid intrusion process. Glucose testing tested positive. No burrs or sharps were in cassette area that may have punctured a cassette membrane. Simulated treatment passed. An interior inspection showed no signs of dried fluid an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated during his first night using the cycler and during dwell 3 the patient received an "m31 air detected in cassette" alarm. The pd patient checked the setup and could find nothing loose. Treatment was cancelled and a fluid leak was found when the cycler cassette door was opened. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient reported the issue to the clinic and confirmed there was no patient injury or adverse event. The pdrn stated the patient reported a fluid leak from the cassette area after receiving several cycler alarms during dwell 3 and cancelling treatment. Per pdrn the fluid leak was noted when opening the cassette door and indicated it was unknown what may have attributed to the leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn no prophylactic medication was provided to the patient and no adverse event occurred. The patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy.

Event description:
A peritoneal dialysis (pd) patient stated during his first night using the cycler and during dwell 3 the patient received an "m31 air detected in cassette" alarm. The pd patient checked the setup and could find nothing loose. Treatment was cancelled and a fluid leak was found when the cycler cassette door was opened. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient reported the issue to the clinic and confirmed there was no patient injury or adverse event. The pdrn stated the patient reported a fluid leak from the cassette area after receiving several cycler alarms during dwell 3 and cancelling treatment. Per pdrn the fluid leak was noted when opening the cassette door and indicated it was unknown what may have attributed to the leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn no prophylactic medication was provided to the patient and no adverse event occurred. The patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy.